Event description:
It was reported while using the alaris pump module smartsite low sorbing infusion set that the tubing was clotted and would not flush. The following information was provided by the initial reporter: the lipid tubing was clotted off and would not flush.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one used sample model 10010453 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 lot number 21116066 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using the alaris pump module smartsite low sorbing infusion set that the tubing was clotted and would not flush. The following information was provided by the initial reporter: the lipid tubing was clotted off and would not flush.